Event description:
It was reported that a patient presented with right atrial lead that exhibited low signal amplitude. The lead was explanted without the use of a laser and replaced. The patient was asymptomatic before, during and after the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found. The damage found was sustained during the surgical procedure. The lead was otherwise normal.